Event description:
Endophthalmitis. Patient underwent extracapsular cataract surgery in the right eye with a posterior chamber intraocular lens in 1989 without intraoperative antibiotics. Three months later, had increased discomfort with a hypopyon and a pupillary membrane extending from a pocket of inflammatory material within the nasal capsular bag. Vitrectomy and aqueous tap were performed with intravitreal gentamicin and cefazolin. Treatment was changed from topical amikacin and oral ciproflocacin to topical tobramycin and oral erthryomycin. Two months later, the patient developed recrudescent uveitis with proliferative vitreoretinopathy that was treated with intravitreal tobramycin, fluid-gas exchange, and scleral buckle. Visual acuity remained limited to 1/200 od after 2 years of follow-up. The patient underwent uncomplicated cataract surgery in the other eye, which had visual acuity of 20/100 os because of macular degeneration.